Manufacturer narrative:
(B)(4). Examination of the returned device did not confirm the reported crack. The device revealed cuts and scratches attributed to normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the anterior portion of the 10mm broach has cracked.